Event description:
The nurse entered the room to find a puddle of fluid on the floor around the IV pole and noticed fluid dripping from the IV pump module. She opened the module and noted a hole in the tubing where fluid was running.